Manufacturer narrative:
A complete lead was returned in one piece and was measured to be 58.2 cm. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-09584. It was reported that the system was explanted due to lead perforation. No additional information was reported.